Event description:
The pt reported he has stimulation, but is unable to locate the ipg with the charging system. A replacement charging system was unable to resolve the issue. The sjm representative met with the pt and confirmed the issue. Surgical intervention may taken place at a later date to explant and replace the pt's ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.